Event description:
The device was received for service. During service testing, failure code 535 (m/s comm) was found in the event history. According to the hospital representative there was no patient injury or medical intervention reported. No addtional contacts or information was provided